Event description:
On 29-jul-2025, the user reported a dexcom g7 sensor failure. The user was receiving readings on the dexcom app from a new sensor but not on the ilet until the correct sensor code was verified. After entering the code, bg readings resumed on the ilet. The highest recorded blood glucose during the event was 292 mg/dl. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.